Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer and confirmed the ¿speaker malfunction¿ inop message was displayed on the device. The rse determined that the speaker assembly needed to be replaced. A good faith effort (gfe) conducted couldn't confirmed if the x2 device was completely out of sound. The sound worked on the central and on the host monitor the x2 was connected to. The customer was provided a replacement speaker to resolve the issue.

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue multi measurement server x2. The device was completely out of sound. The device was not in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required.